Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error code e222 was confirmed due to an oxidized scope socket, however, the allegation of flickering and blurry image was not confirmed. In addition, the device evaluation found failures of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit displayed a communication error message e222 when connecting the camera. The image was flickering and the screen was blurry. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the error e222 occurred due to oxidation of the scope socket. As for the intermittent image, a probable cause was unknown. Olympus will continue to monitor field performance for this device.